Manufacturer narrative:
The device history record (DHR) for the reported lot was also reviewed, and no issues were identified; the product was manufactured, tested, and released according to validated procedures. The explanted valve underwent visual inspection and functional testing. No abnormalities were observed during the evaluation. A steady state pressure (ssp) test was performed to assess flow performance under simulated physiological conditions, and the valve met all acceptance criteria, with results within the expected range. The reported issue could not be replicated during testing, and the returned valve functioned as expected. The event is being reported due to the explant of the device.

Event description:
On (B)(6) - tube wasn't flowing properly after implantation.